Event description:
It was reported that during a sleeve gastrectomy procedure, the device misfired in middle of firing (staples did not form correctly). There was bleeding but amount could not be quantified. No blood products were needed to be given. A new device of same code was used to fire beside malformed staple line. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). Additional information: the analysis found that one pse60a device was returned in good visual condition and with an ecr60d cartridge loaded on the device. The cartridge was received unfired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. However, the cut was noted to be jagged due to a damaged knife. One possible cause for this type of damage to the knife is when the device is fired over an already existing staple line, hard object or thicker tissue than indicated. Repeatedly firing across existing staple lines can also reduce the ability to cut cleanly. To mitigate the potential for staples getting into the cartridge and interfering with the knife path during device firing, prior to reloading the device, rinse the anvil and cartridge jaw in sterile solution and then wipe the anvil and cartridge jaw to clean any formed but unused staples from the device. Additionally, proper care should be taken when placing the device on the tissue to be stapled, to ensure that no hard obstruction such as a clip is included with the tissue inside the jaws. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The event could not be confirmed as no malformed staples were noted during functional testing. Please note crossing staple lines at the wrong angle can cause the knife to get trapped in a staple web, damaging the knife so that it cannot cut the tissue properly and fast enough. If the tissue starts to move because the knife is trapped in a staple web the tissue will tend to bunch up creating a staple log jam. When the force gets great enough the tissue will move forward distally out the jaws leaving malformed bunched staples and an in complete cut line. An intra-operative photo was received. Based on the photographic evidence the belief is that the complication was the result of deck deflection. The complication was the result of the tissue being beyond the staple cartridges gap specification and the pse60a device¿s ability to bring the captured tissue into thickness compliance.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: additional information received by the rep via phone (the rep received this information from the surgeon): a gold reload was used. Normal stomach; not a crotch staple, blade cut, staples did not form (staples there, but malformed in shape); a big hole was left. Competitor stapler (covidien) was used to complete the case. There were no patient consequences. Sales rep called with additional information: the seamguard was bunching, the blade moved forward, the only staples that formed were at the distal end and these staples were malformed.